Event description:
It was reported that prior to starting a da vinci si surgical procedure, during set up it was noted that a piece of the tip hot shears monopolar curved scissors instrument was broken off, the instrument was not used on the case. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with one of the blade tips with a small piece broken off. Engineering concluded that damage was likely due to mishandling. No other damage was found. Instrument showed 0 life remaining. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.